Manufacturer narrative:
Close, failure to. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacturer dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous gastrostomy tube was used during a peg (percutaneous endoscopic gastrostomy) procedure performed in 2009. According to the complainant, after placing the device, the cap of the y-port would not close fully. The site indicated that the cap plunger outside diameter appears smaller than normal. The procedure was completed with another securi-t percutaneous gastrostomy tube. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.